Event description:
Account reports increased infection rates of central lines which they attribute may be from the prefilled heparin and saline syringes. Cultures of solutions of prefilled syringes were negative but cultures from the outside of the syringes have cultured chyseomonas luteola (35/40) and acinetobacter iwoffii (5/40) in their lab which are the same organisms cultured from the catheters of approximately 50 pediatric home care and inpatient oncology patients. Account did not supply specific information, type of infection or treatment on each patient. Products identified: product code/lot number/manufact. Date 2k0905/kh00205/08/02/00, 2k0905/kh00107/02/22/00, 2k6050/b00062/05/23/00, 2k6030/b00100/07/19/00.

Event description:
Account reports increased infection rates of central lines which they attribute may be from the prefilled heparin and saline syringes. Cultures of solutions of prefilled syringes were negative but cultures from the outside of the syringes have cultured chyseomonas luteola (35/40) and acinetobacter iwoffii (5/40) in their lab which are the same organisms cultured from the catheters of approximately 50 pediatric home care and inpatient oncology patients. Account did not supply specific information, type of infection or treatment on each patient. Products identified: product code/lot number/manufact. Date 2k0905/kh00205/08/02/00, 2k0905/kh00107/02/22/00, 2k6050/b00062/05/23/00, 2k6030/b00100/07/19/00.